Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was malfunctioning. Attempts were made to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.